Manufacturer narrative:
Product recall initiated on august 21, 2007.

Event description:
In 2007, interoperatively, it was noted the screw had deteriorated into a chalky, pasty-type substance, which was resected from tibial tunnel. At time of periosteal incision, there was a white chalky-type liquid from underneath area of tunnel. Due to concern for potential infection as well as for post-op pain control, the pt was admitted as an in-patient post-op for four days in 2007. Pt treated empirically with ancef. Initial surgery was performed six months earlier.